Manufacturer narrative:
The customer resolved the leak and the "sheath tank not full" errors by reconnecting the diluent and cleaner delivery line. However, the instrument continued to generate flow cell clog errors and a field service engineer (fse) was dispatched to the customer's site for this event. The fse evaluated the instrument, and discovered damaged solenoid 54 on manifold 11 and pressure, vacuum, temperature (pvt) card as a result of the leak. The fse replaced manifold 11 and the pvt card to repair the instrument. In conclusion, failure mode of the leak is attributed to a disconnected diluent / cleaner delivery tubing which damaged solenoid 54 (on manifold 11) and pvt card. (B)(4).

Event description:
The customer reported 2 milliliters of diluent had leaked inside the coulter® lh 750 hematology analyzer. The customer stated that the leak was contained within the instrument. The customer also reported that the instrument generated flow cell clog and "sheath tank not full" errors. The customer was wearing gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.